Manufacturer narrative:
On 1-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. Vizigo was put inside the right atrium. During transseptal punction, the physician wanted to pull back the dillatator a little bit. As he tried to, the end of the dillatator has broken off. Fragments generated, but easily removed without additional intervention after that, they changed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with no consequences for the patient. The surgery delayed 10 minutes and then successfully completed. Breakage is visible at the end of the dilator (shaft end). Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) : it was noticed the e1 initial reporter contact details were inadvertently omitted from the 3500a initial medwatch.

Manufacturer narrative:
The product investigation has been reopen to state that for the identified separation condition, a process retraining was done for the manufacturing personnel involved to reduce this type of failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. Vizigo was put inside the right atrium. During transseptal punction, the physician wanted to pull back the dillatator a little bit. As he tried to, the end of the dillatator has broken off. Fragments generated, but easily removed without additional intervention after that, they changed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with no consequences for the patient. The surgery delayed 10 minutes and then successfully completed. Breakage is visible at the end of the dilator (shaft end).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) .

Manufacturer narrative:
On 8-feb-2024, the lot number was identified to be 00002288. Field d4. Lot has been populated with this information. Additionally, since the lot number has been identified, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. Vizigo was put inside the right atrium. During transseptal punction, the physician wanted to pull back the dillatator a little bit. As he tried to, the end of the dillatator has broken off. Fragments generated, but easily removed without additional intervention after that, they changed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium with no consequences for the patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample reveals that the dilator proximal area was found detached. For this reason, a supplier manufacturing investigation was requested and it was determined that this issue is related to the manufacturing process since the shaft of the dilator seems to have a very shallow insertion into the dilator hub. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).